Manufacturer narrative:
B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: grandslam, guide cath: launcher. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an aneurysm in a 12mm long, 75% stenosed lesion in the 3.0mm-diameter mid left anterior descending (lad) coronary artery. A 2.8x16mm rx graftmaster covered stent system was advanced, but failed to cross due to the tortuosity of the anatomy. Force was applied during the attempt to cross and the proximal shaft became kinked. Using a double-wire technique, a new graftmaster device crossed and was deployed, successfully treating the aneurysm. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided. The 2.8x16mm rx graftmaster was received by the abbott vascular returned goods lab with its proximal shaft separated and not returned. Additional information received confirmed that the correct device was returned but that the physician was unaware of the proximal shaft separation. Additionally, analysis of the returned device revealed that while the stent implant was stationary on the balloon, the proximal end of the stent had flared struts and the implant was located 0.5 mm distal to where it was initially crimped on the proximal marker (shifted).

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported kinked shaft was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, (B)(4) instructions for use, (IFU) states: this product is a coronary or saphenous vein graph with a control vessel diameter of 2.75 mm to 5.0 mm. Perforation occurs in the patient and for patients with blood leakage difficult to stop into the pericardium. It is used for emergency measures for lifesaving. In addition, the graftmaster coronary stent graft system, japan IFU states: failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent graft and / or delivery system components. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information was received confirming that the physician was unaware of the stent damage or that the 2.8 x 16 mm rx graftmaster stent had shifted on the balloon. No additional information was provided.